Event description:
Information received indicates the casters continue to swivel after the brake is set.

Manufacturer narrative:
The technician replaced three brake casters and used a brake/steer upgrade kit to repair the stretcher.